Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The d4 fields have been updated to provide corrected product information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4307 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. No material was found to be missing and no broken cables were found. A visual inspection confirmed that both yaw pulleys were charred between the grips and also noted there was no broken cables or damaged conductor wires. Thermal damage to the yaw pulleys may have caused some material to burn away.

Manufacturer narrative:
As of the date of this report, the fenestrated bipolar forceps instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that an instrument started to spark and fragments were noted in the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument started a spark and a small quick fire. It was noted that fragments were in the patient and all of them were removed without any harm to the patient. Upon inspection, it was found that the cable had broken in half. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: silver particles fell into the patient. The surgeon doesn't believe any particles are still retained in the patient. When the surgeon tried to retrieve the particles, the particles disintegrated. The surgeon then irrigated the area and believes that post irrigation, the particles disintegrated in the irrigation fluid. Since the irrigation fluid was removed, the surgeon believes the particles were also removed with the irrigation fluid. The instrument was inspected prior to use and did not make contact with any other instrument or other hard material during procedure. No arcing was observed. There was a spark at the tip of the instrument which turned into a flame and went out very quickly. No silver particles were seen prior to the flame. Both the customer and the surgeon are under the assumption that the silver ashes were a result of the flame. The patient did not return to the hospital due to experiencing post-surgical complications.